Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields:d4. Lot number